Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charges and boot up was perform and passed. Receiver relevant functional tests were performed and passed. Receiver pairing test was perform and passed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was undetermined. The probable cause cannot be determined. No injury or medical intervention was reported.